Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for chronic pain. It was reported that about a year after implant, on (B)(6) 2025 (the patient's memory was fuzzy so unknown which was correct), the patient had an accidental fall from a stepladder, striking the ins implantation site (buttocks) hard on the ground. Subsequently, when checked with the patient controller, the stimulation for program 1 of group a was found to be off. During the outpatient visit on (B)(6), the patient controller was used to turn the program back on. After the fall, the patient complained of pain at the ins implantation site. There was no redness or inflammation visible on the surface of the skin. Issue was not resolved. No surgical intervention occurred. Additional information receive reported that the cause of the ins being turned off was unknown. It was undecided if any actions or interventions will be taken to address the pain. It was unresolved, and if the pain does not subside after a few months of follow-up, there is a possibility of surgery to reposition the ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.